Manufacturer narrative:
The reported event was confirmed as manufacturing-related due to operator error. Evaluation confirmed no irrigation eye on returned sample. The possible root cause could be operator error. The device history record was reviewed and found a possible manufacturing issue that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "precautions for use: (8) when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken. [Precautions] 1.precautions for use (exercise caution when using the device in the following patients) (1)exercise caution when using the device in patients with high urinary calcium levels." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the irrigation fluid was not able to be injected the irrigation lumen. Another device was used. Per additional information via email from ibc on 15sep2020, there was no irrigation eye on the catheter.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the irrigation fluid was not able to be injected the irrigation lumen. Another device was used. Per additional information via email from ibc on 15 sep 2020, there was no irrigation eye on the catheter.